Event description:
It was reported that a skin reaction occurred. The wearable was inserted into arm. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed burning, redness, swelling, and infection under the sensor pod area only. The patient had pain in the area. On 0(B)(6) 2025, the patient consulted his physician via phone and office visit who prescribed an oral pain medication (hydrocodone/acetaminophen 325 mg, one tablet every meal/ 6 hour) for pain and advised to apply a warm compress to the area. At the time of report the reaction and pain had already subsided, and he was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).